Event description:
It was reported that during an in office interrogation for the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode, it was noted that the system impedance had been fluctuating between 100 and 120 ohms on trend but with zero ohms measurements, a review of the implant record revealed a failed defibrillation threshold (dft) test with zero ohm impedance. Ts recommended performing xray to confirm device position. This device remains in service. No adverse patient effects were reported.